Event description:
It was reported that during the repair of an umbilical hernia and small bowel resection procedure, on the first firing, the device seemed to have cut fine but the staples did not form properly. They closed in a b shape, but no properly in the tissue. The device misfired three times with the original reload and once reloaded, it misfired another two times. The problem happened on each occasion and with the second occasion showing the worst staple line. The surgeon repeated firing until sufficient tissue closure was seen. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.